Event description:
About 1 year after the primary surgery, the patient was revised due to knee instability. The liner was revised from a 10mm to a 13mm. During the revision, circular incisions were noted on the medial and lateral compartments of the explanted liner. Also, cement particles were found on the patella.

Manufacturer narrative:
Batch review performed on 21 april 2023. Lot 1906882: (B)(4) items manufactured and released on 09-oct-2019. Expiration date: 2024-sep-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Analysis performed by r&d manager: revision surgery of a gmk sphere implant after 1 year from primary implantation due to instability. In the revision surgery, the liner was substituted with a thicker one. From the picture of the explanted tibial insert, we can notice some 'circular' dents on the articular surfaces of the liner. Those dents are unusual to be seen, particularly in a liner that has been implanted for one year, and could have been most likely caused by a third body (i.e. Cement particles that were actually found in the articulation during the revision surgery) that was interposed between the liner and the femoral component. Looking at the picture of the explanted tibial insert, there is no evidence that the event is related to a faulty device.